Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to refractive surprise. The lens was exchanged for another same model lens 13.2mm, but a different diopter, a -11.5. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the adverse event was observed on (B)(6) and the patient had difficulty with near vision. The patient's current condition as of (B)(6) 2014 was best-corrected visual acuity was 20/20 and patient stated vision was better.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (13.5d) was explanted/exchanged for another icl of the same length but different diopter (11.5 d) six months postoperatively to address refractive surprise. According to the form, from the facility, completed on (B)(6) 2014 the most likely reason was unknown and the patient had complained about difficulties with near vision. No reported problem with the lens labeling and no reported loss of bcva. After uneventful secondary surgically intervention and lens exchange vision improved and ucva was 20/20-1. Given the information that upon implantation of a different power icl the issue was resolved, it is very likely that procedure related factor (pre-op biocalculation error) have caused the reported event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event has been determined to be procedure related factor (pre-op biocalculation error) . (B)(4).